Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported by boston scientific corporation that capio slim was used during an unknown procedure on (B)(6) 2016. According to the complainant, during preparation, a piece of lint or dust was found inside the sterile package. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned capio¿ slim revealed that it was returned out of the package and the original pouch was received opened, no particle was found related to a foreign matter. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is undeterminable.

Event description:
It was reported by boston scientific corporation that capio slim was used during an unknown procedure on (B)(6) 2016. According to the complainant, during preparation, a piece of lint or dust was found inside the sterile package. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.